Manufacturer narrative:
The reported event was confirmed based on the functional testing of the autopulse platform (sn (B)(4)) and the archive data review. The root cause was determined to be due to the drive shaft not being at home position. Functional testing of the platform during initial power up revealed a user advisory (ua) 45 (drive shaft not at home position) error message. It was found that the driveshaft was not at home position. The driveshaft was rotated back to home position to clear the ua 45 error message. Additionally, as part of routine service during testing, the platform was examined. It was found that the bottom enclosure was cracked, battery lock and power button bracket were bent, the circ label was damaged, and the clutch plate was found sticky. These observations were unrelated to the primary complaint. The parts were subsequently replaced. The autopulse platform is a reusable device and was manufactured in 01 mar 2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. The platform was further tested including a load characterization check, and operated for 15 minutes with continuous compression using a light resuscitation test fixture without any observed errors. Review of the archive data confirmed multiple ua 45 error messages on the event date. Unrelated to the event, the archive data also contained multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages that occurred prior to the event date, these ua 7 error messages were cleared by the user. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 45 error message observed in the archive data are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. The ua 7 error message can be cleared by ensuring proper patient alignment, deploying the shoulder restraint to mitigate patient movement, and restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
It was reported that a user advisory (ua) 45 (drive shaft not at home position) error message was observed on the display screen of the autopulse platform (sn (B)(4)) during shift check. According to the customer, no troubleshooting measures were performed to clear the observed ua 45 error message. There was no patient involved. No further information was provided.